Event description:
It was reported that the procedure was to treat a long lesion located in the heavily calcified left anterior descending artery. After predilatation was performed, an attempt was made to cross the 2.5x28 mm xience v stent delivery system (sds), using a guideliner catheter for support; however, the sds would not cross, which resulted in the stent implant being crushed on the balloon. A 2.5x12 mm xience v sds was able to cross and was inflated and deflated at the lesion; however, when the sds was retracted from the patient, the stent implant was still located on the balloon. There were no leaks observed in the shaft of the catheter or the balloon during the attempt to deploy the stent. Another 2.5x12 mm xience v sds was attempted to cross; however, did not cross. Another unknown size xience v stent was able to cross and was deployed successfully in the lesion. The lesion required a total of 6 stents, 5 of which were non-abbott stents. The patient is reported to be well post procedure. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.